Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on the 7th day of placement, the balloon was difficult to deflate during removal. The catheter was removed by cutting the shaft and pulling on the device.

Manufacturer narrative:
Received only the distal part of the catheter, about. 25.2cm long. The reported event was inconclusive due to the poor sample condition. Per the functional evaluation, the following was observed: using a needle syringe, inserted water into the inflation lumen of the shaft and out of the inflation eye easily with no obstruction. Unable to determine the deflation time of the used sample due to poor sample condition unable to determine what elements existed during the placement and use of the catheter. The following results were found during the dimensional evaluation: concentricity (full inflation volume) n/a, eye snip length 3/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 10/32¿, eye snip distance from proximal cuff 20/32¿, rubberize thickness 9 thou, inflation lumen coverage 13 thou, balloon thickness (average) 25 thou, reinforcement 238 thou. There is no indication that this product is out of specification, the product is manufactured per our manufacturing procedure. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that on the 7th day of placement, the balloon was difficult to deflate during removal. The catheter was removed by cutting the shaft and pulling on the device.